Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness. Telemetry showed a heart rate in the thirties. It was noted that the programed lower rate of the cardiac resynchronization therapy defibrillator (crt-d) was set to sixty beats per minute. Abnormal device function was suspected. The device remains in use. No further patient complications have been reported as a result of this event.